Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned their implanted neurostimulator (ins) would not hold a charge for very long; pt would charge ins fully and ins would deplete completely in a few hours. The patient was redirected to their healthcare provider to further address the issue.  No symptoms reported.